Event description:
Ruptured balloon.

Manufacturer narrative:
The report received from the affiliate indicated that the male pt underwent the index (pta) percutaneous transluminal angioplasty procedure in 2004, of a left superficial artery. The vessel was moderately calcified, tortuous and was 100% occluded. The right femoral approach was utilized for access, and the report indicated that due to the calcification, the balloon ruptured below normal pressure (pressure unknown). The equipment utilized for the procedure included indeflator: encore. Gw: conquest (asahi intermediate), gc: envoy, sheath: super flex. The report indicated that the entire balloon was removed, and there was no reported pt injury involved with this event. Please note that no additional info will be forthcoming for this report. Additional info will be submitted within 30 days upon receipt.